Event description:
Related MFR report: 1627487-2020-03584. It was reported the patient's scs system was exhibiting high impedance. A company representative met the patient and performed a lead diagnostics which showed multiple high impedance contacts. Reprogramming of the patient's scs system did not provide full coverage of the patient's pain area. Surgical intervention may be necessary to address the issue.

Manufacturer narrative:
Visual inspection did not identify any anomalies that would have contributed to the reported issue. Continuity testing did not identify electrical opens.

Event description:
Related MFR report: 1627487-2020-03584. Additional information received identified the patient's scs leads were replaced with new leads. The patient's new system was programmed and effective stimulation coverage was re-established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-03584.